Event description:
The device was used during a bowel procedure. The surgeon had to bring two pts back to or for anastomotic leaks pts were ok subsquently. Standard bowel anastomosis. The two instrument affected were discarded by hosp, three sealed instruments from same lot being returned for eval. All instruments must be analyzed.